Event description:
Sent to off site optometrist from e.r. (B)(6) 2021 9:30 a.m, with lg easy to read central corneal abrasion on (B)(6) 2021 e.r. (B)(6) hospital discharged me at 9:30 a.m. With dx lg easy to read central corneal abrasion to office of dr. (B)(6) o.d., (B)(6) vision. Here he applied a ci bandage to right eye, and prescribed polymyxin b 1 drop rt eye q 3 h. No labs done. Following day (B)(6) 2021 seen at (B)(6) location where dr. (B)(6), o.d. Removed the cl bandage and applied another cl bandage to my rt eye. On this day I couldn¿t read anything off eye chart with right eye, lowered dosage of polymyxin b drops. Following day (B)(6) 2021 dr. (B)(6) o.d. (B)(6) location removed the cl bandage and lowered polymyxin dosage again set me up appointment with dr. (B)(6) o.d. On (B)(6) 2021 at (B)(6) office. On (B)(6) 2021 dr. (B)(6) stopped the polymyxin drops, put me on sodium chloride ophthalmic ointment apply nightly for 4 weeks. Dr. (B)(6) said the abrasion was healed, and he didn't need to see me back for 4 weeks and I didn¿t even need to come there. (I have the appointment card showing it was scheduled). On (B)(6) 2021 both eyes are crying not tearing, called primary physician and was referred to an ophthalmologist d.o. (B)(6) hospital billed for the off site optometrists visits and received trusts payments from my insurance company to pay (B)(6) and (B)(6) for the (2) of bandage medical devices applied and removed right eye large ¿etr¿ central corneal abrasion. Bandage contact lenses (bcl) or therapeutic contact lenses (tcl) are distinct from cosmetic lenses. They are sometimes worn after injury, disease or surgery to protect the cornea, relieve pain and improve the ability of the corneal epithelium to heal. Bandage lenses must be used until the epithelial adhesion complex has fully recovered ¿ at least 2 months. Bcl may improved irregularities of ocular surface and improve visual acuity. I do have consults from (B)(6) and (B)(6) that were sent to my attending physician. Have been trying to get copy of entire records and as to date (B)(6) 2021 they have failed to accept my proper form of request of entire medical records including any payments or bills to or from (B)(6) hospital. My right eye has been dx with recurrent corneal eruptions, incomplete blink rt eye, treatment blink right eye, tremor right eye, need for prokera lens in future before I was sent home with a syringe of "tetracaine" for dx: corneal abrasion directions of 2 drops q 2 h right eye. "Pm." And (2) cl bandages applied and removed on 2 consecutive days. I also previous before this event eye exam records which don¿t have any of the above symptoms and dxs.